Event description:
It was reported that during balloon test prior to use in patient, the balloon of this swan-ganz catheter did not inflate. The balloon was possibly defective initially as the catheter was removed from the tray without any problems. There was no allegation of patient injury.

Manufacturer narrative:
A product evaluation was completed on the returned swan ganz catheter. Customer report of "balloon issue" was able to be confirmed. During visual inspection multiple tears were found. The balloon edges did not appear to match up the ruptured. All through lumens were patent without any leakage of occlusion. No other visible damage or abnormality was observed from catheter body and returned syringe. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The reported issue was able to be confirmed through objective evidence from the product evaluation with the failure code 'balloon-tear, slit, cut -balloon'. Based on the available information there is no evidence that supports or confirms the failure mode is associated with a manufacturing or design defect. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.